Manufacturer narrative:
The insulin pump passed the displacement test however, the pump alarmed pump error during the self test and pump error alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 100 mg/dl. The customer was able to rewind the insulin pump. The customer stated that the insulin pump alarm pump error for three times. Troubleshooting was performed. The product will be returned for analysis.